Event description:
This tubing was primed with saline by pharmacy tech and spiked into bleomycin chemotherapy for administration. This rn hung drug, attached to primary tubing, unclamped and initiated infusion. The liquid immediately started leaking/dripping out a faulty part of this tubing. The site of leaking was where the white y-site connector met the purple/clear plastic piece that connects the y-site to the tubing. Luckily it was likely saline dripping out as the line is primed with saline for safety, but had this not been noticed immediately by this rn it would have resulted in a chemo spill, nurse and patient exposure, wasted costly drug and incorrect patient dose. Infusion was immediately stopped and returned to pharmacy to change out tubing.